Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic lobectomy, the surgeon was not able to squeezed the handle and the staple did not fire. It was reported the surgeon was able to press the green button, and a new device was used to complete the case. There was no patient injury.